Event description:
Incident as reported: lap chole, "towards the end of the procedure, a junior doctor noticed that there was a piece of clear plastic sitting under the c0r67 inside the abdomen of the pt. This was retrieved." Pt status: normal. Type of intervention: retrieval of broken plastic part.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided within 30 days or upon completion of investigation. In accordance to cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, the supplemental report will be submitted to the FDA.